Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The reported needle to cuff miss was not confirmed as the plunger, link, suture, posterior needle tip and cuffs were not returned for analysis. The reported suture retrieval issue and subsequent treatments appear to be related to procedure circumstance. The reported patient effect of hematoma is a known inherent risk of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6fr sheath after a diagnostic heart catheterization. Reportedly, a cuff miss was noticed. The proglide was removed, the vessel rewired and a 7fr sheath was inserted. Oozing was noticed at the access site and a hematoma. The 7fr sheath was removed and manual compression was held to achieve hemostasis and treat the oozing and hematoma. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.